Event description:
It was reported to philips that the system could not finish the start-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc was not starting up and it was not detecting the hard disk. To resolve the reported issue, the hard disk was obtained from the local stock and replaced. Additionally, the operating system and application are reloaded. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.